Event description:
The clinician identified the reason for implant removal as failure to osseointegrate resulting from surgical procedure.

Manufacturer narrative:
The implant was received with a non-prepped abutment and abutment screw. The implant was not fractured and was examined under 10x magnification. There was a green unidentifiable substance on the threads of the implant but no threads were damaged. The implant was compared to radiographic template (l0114 rev. 07/05) and determined to be a d4mm x 9mm implant.